Event description:
On (B)(6) 2015 an alloderm mesh was implanted in my stomach for hernia, that night a huge seroma developed on my stomach, that became infected and 8 months of draining using syringes, the pain caused me to use opioids and got so bad. In (B)(6) 2015 they had to surgically remove the mesh. It has left me in pain till this day. It was a disaster. "Lif" sciences inc. FDA safety report ID # (B)(4).